Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that syringe 0.3ml 31ga 8mm halfunit 10bg 500 hubs don't detach. The following information was provided by the initial reporter: "it was reported that orange shields are too tight when removing shield and sometimes the hub separated into the needle shield when removed. Also reported stopper is crooked in the barrel and not even. "

Manufacturer narrative:
B.3. Date of event: (B)(6) 2020.

Event description:
It was reported that syringe 0.3ml 31ga 8mm halfunit 10bg 500 hubs don't detach. The following information was provided by the initial reporter: "it was reported that orange shields are too tight when removing shield and sometimes the hub separated into the needle shield when removed. Also reported stopper is crooked in the barrel and not even."

Event description:
It was reported that syringe 0.3ml 31ga 8mm halfunit 10bg 500 hubs don't detach. The following information was provided by the initial reporter: "it was reported that orange shields are too tight when removing shield and sometimes the hub separated into the needle shield when removed. Also reported stopper is crooked in the barrel and not even. "

Manufacturer narrative:
Investigation summary: no samples (including photos) were returned as of 10 april 2020 therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A review of the device history record was completed for batch#: 8239954 all inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Investigation conclusion : bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time. H3 other text.